Manufacturer narrative:
Review of the manufacturing lot history record was unable to be performed as the lot number was not able to be provided.

Event description:
It was reported that a zoom 14 guidewire was used in a procedure and the guidewire broke. There was no injury to the patient. No other details were provided.